Event description:
Voluntary report #mw5148942 received from FDA on december 28, 2023. Event description: noris medical makes zygomatic implants that are not packaged correctly and that they do not insert correctly with the protocol described. Please check all implants that are made. The carrier breaks in the implant during placement. Company refuses to stand by their product.

Manufacturer narrative:
In voluntary report # mw5148942, limited information was provided, with no specific details about the device part number and lot number. No details on the patient's health. Upon receiving the complaint, noris medical initiated a thorough investigation to address the concerns raised. The complainant did not provide x-rays nor information about surgical procedures performed, adherence to the recommended protocol, and measurements taken during implant placement. Additionally, the customer declined support from noris medical's team during procedures. The investigation, as of the current status, faces challenges due to the lack of cooperation from the complainant. Further actions will be contingent upon the complainant's willingness to collaborate and provide necessary information for a comprehensive analysis of the reported issues.